Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Continued h6 (health effect - impact code 4): f2203.

Event description:
Physician reported rupture. Physician later reported capsular contracture baker grade ii. The device has been explanted and replaced with non-allergan device. This record relates to the left side.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Physician reported rupture. Physician later reported capsular contracture baker grade ii. The device has been explanted and replaced with non-allergan device. This record relates to the left side.